Manufacturer narrative:
Evaluation summary: no pre-operation and post operation x-rays were returned to study fixation. Surgical notes are not available to study the surgical procedure. Without availability of surgical notes and/or x-rays and product information, probable cause for loosening of the fluted tibial baseplates cannot be determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that an unk number of pts are presenting with loosening of the tibial baseplate.